Manufacturer narrative:
Insulin pump had a corroded motor home switch was noted. No prime alarms or motor error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Insulin pump passed prime/a33, displacement and basic occlusion test.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that the insulin pump alarmed for a loose drive support cap and a motor error and that insulin had squirted out during the manual prime. She was unsure if the drive support cap was protruded, flush or loose. Nothing further was reported.